Event description:
The customer reported a patient death occurred while connected to a philips mp50 monitor, however, no data was available for review as the patient had not been formally admitted.

Manufacturer narrative:
(B)(4): the customer reported a patient death occurred while connected to a philips mp50 monitor, however, no data was available for review as the patient had not been formally admitted. The customer is requesting assistance from philips to retrieve data. Philips is reporting this only because a patient coded when being monitored using our devices. There is no indication of any device malfunction. Philips is in the process of obtaining additional information regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.